Manufacturer narrative:
(B)(4). Investigation efforts are ongoing. If the sample is received a summary of the investigation will be provided in a supplemental report.

Event description:
Customer reports that the trach was in use for a couple of days and the cuff developed a leak. Customer confirmed replacement of the tube was required.